Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Monpwr (camino cable) the earth pin has snapped off a new cam02 monitor. The unit was not in contact with a patient, the surgery was not delayed and there was no injury involved with this event.